Event description:
Respiratory reports that while transporting a patient on a bipap v60, it shut off without warning. Patient placed on oxygen, taken down hall to ICU and another bipap machine obtained.